Manufacturer narrative:
The reported events of "fibrosis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan further information regarding event, product, and patient details. Fibrosis is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts event described as "post-op follicular scarring, revision surgery performed to open the right eye conjunctiva and clean up scar tissue, but during process xen got accidently pushed into the front and drainage effect was lost. Device explanted. Surgery was completed with second device successfully implanted."